Event description:
It was reported that (1) device was used during a resection procedure. It was reported by the affiliate that the ax55b device was empty. The pt received a temporary anus praeter to complete the case. 2/2001 additional clarification of the event from affiliate. Nature of complaint first stated as "instrument was empty" must be changed to "insufficient staple line". The surgeon in stated that due to the fact that the tissue was very thick he should have used a green magazine instead of a blue one. He did not stick to his mind that the device was empty. The pt received an artifical anus and the there were no further consequences to the pt. Pt is in a good condition. 3/2001 it was reported by the affiliate there were staples present in the device. There is no info available regarding tissue thickness. The pt received no permanent or temporary colostomy. The pt is doing well at this time.